Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. A complaint sample was not returned for evaluation. A detailed batch record review was conducted and no discrepancies related were found. In addition, an investigation was previously performed based on a similar complaint which reported obstructed flow within the unometer safeti plus. The investigation was unable to identify a likely root cause for the reported issue. No corrective actions will be taken. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 10, 2015. (B)(4).

Event description:
It was reported the urine did not flow through the catheter to the urine measure chamber. The urine remained at the connector valve and often required manual shaking of the connector and catheter to induce flow. It was further reported that the issue was noticed upon initial placement of the device. The device was removed and a new device was placed. No patient complications were reported as a result of this event.